Manufacturer narrative:
The device is not available for investigation. Without the returned device a probable cause is unable to be determined. Without the lot number a device history review can not be performed.

Event description:
The event involved a spinning spiros® closed male luer, red cap that the customer reported a leak during a fluorouracil push. There was patient involvement, however, no report of adverse event.